Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to incorrect handling at the facility. The event can be detected/prevented by following the instructions for use which state: "do not hit or drop the distal end, flexible part, bending part, operation part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The ultrasonic probe surface was peeling due to physical stress. In addition, there was insufficient adhesive in screw holes of distal end. Due to wear of angle wire bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The switch button 1 had a scratch. Due to damage on ultrasonic probe, the number of missing elements exceeded the standard value. Due to peeling of acoustic lens, the displayed ultrasound image was defective. The protector of universal cord on control section side had a scratch. The image guide protector had a scratch. The switch button 3 had a scratch. Paint on air/water cylinder was peeled. The grip had a scratch. The light guide lens had discoloration. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera ultrasound gastrovidescope had scratches on tip of ultrasonic wave generator. The event occurred during inspection for use. The unspecified procedure was completed. There was a delay in procedure as the facility only had 1 device. There was no report of patient harm associated with this event.